Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in common bile duct on (B)(6) 2016. According to the complainant, during unpacking it was noticed that the packaged was damaged. Furthermore, it was reported that the sterile barrier of the device did not remain intact. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual evaluation of the returned device found that there were no visual issues identified with the device, the catheters are free of obvious kinks and bends. The tray was received completely opened, there is evidence of heat seal runs throughout the entire width of the tray without any breaks. As per analysis performed the device was removed from the tray and it was used since it is a preloaded stent and the stent was not loaded in the delivery system when received which indicates that it was deployed. There is evidence of heat seal runs throughout the entire width of the tray without any breaks, since the packaging was returned completely opened and the device was removed from the package, it cannot be confirmed what was the condition of package when it was received by the customer. Therefore the most probable root cause is "undeterminable." A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in common bile duct on (B)(6) 2016. According to the complainant, during unpacking it was noticed that the packaged was damaged. Furthermore, it was reported that the sterile barrier of the device did not remain intact. The procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".